Manufacturer narrative:
On (B)(6) 2018: the customer performed troubleshooting and testing of the device over the phone with philip's technical support. The customer was advised to perform an air flow accuracy test. No parts were returned for evaluation, therefore no root cause could be determined.

Event description:
It was reported that the ventilator alarmed and displayed low leak co2 rebreathing risk. There was no patient harm reported. The event date was not specified, estimate used.